Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "the importance of a balanced-gap technique in rotating-platform knees." Literature article "the importance of a balanced-gap technique in rotating-platform knees" (2006) by john chiavetta et al published by orthopedics was reviewed. The article purpose: to determine the prevalence of spin-out in a large series of p.f.c. Sigma and to compare the prevalence of spin-out in this series to historical controls reported in the literature. The article reports: from april 2000 to june 2003, 540 pfc sigma devices were implanted at the authors' institution. Out of these, 426 knees in 393 patients were included in the study. There were 0 cases of spinout or dissociation of the polyethylene from the tibial tray. The prevalence of spinout within this study was significantly less than other previous studies. The authors concluded this was because the gap-balancing technique was successful in suppressing these particular adverse events. Cement usage/manufacturer was not mentioned within the article. Patella resurfacing was also not mentioned within the article. Depuy products involved: pfc sigma mb. Complications: tibiofemoral dislocation (1), infection (1), periprosthetic fracture (1), surgical intervention (2).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with the reported event was returned to the investigation site. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.